Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that prior to use, the embolization coil was advanced out from the tip of the introducer sheath and the coil was found to be detached. The device was not used in the patient.

Manufacturer narrative:
The delivery pusher and introducer were returned along with the implant coil for analysis. Visual inspection revealed that there was no evidence of blood or damage to the implant. The proximal tie-knot on was noted to be intact. Upon dissection, the proximal end of the monofilament had a rounded end, with a single monofilament string. The pusher monofilament was found intact on the proximal end. The distal end of monofilament on pusher had evidence of mushroom cap, with no obvious signs of tensile failure. The distal end was located approximately 2cm from distal tip of pusher. Based on the investigation, the complaint was unable to be confirmed as there was presence of mushroom cap, suggesting thermal detachment, which would have required the use of the v-grip to detach the coil. This evidence is inconsistent with the reported complaint of the implant coil falling off while being unsheathed during prep.